Manufacturer narrative:
Clarification to d4 expiration date and h4 device MFR date: in the system as "ni". Clarification to d6a implant date: partial date "1989". Clarification to d6b explant date: conflicting information was provided regarding the explant date. On 4/mar/2026, a scheduled surgery date of (B)(6) 2026 was provided. On 15/apr/2026, explant date was reported as (B)(6) 2026. Follow up is pending to confirm which date is accurate. Correction to g2 report source: the initial medwatch reported "foreign", "distributor/importer", and "company representative" in error. A healthcare professional was the only report source for this record.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device was explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device remains implanted.